Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive beta human chorionic gonadotropin (bhcg) result generated by unicel dxi 800 accesss chemistry analyzer. The results were reported out of the laboratory. The false positive result was repeated on another unit and negative results were obtained. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Qc results were within established ranges. Service was cancelled. A bci field service engineer (fse) noted the customer decided to continue and monitor the issue. A clear root cause cannot be identified for this event.